Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when the asymptomatic patient presented for a checkup two weeks ago, ventricular loss of capture and ventricular loss of sensing were observed. A diagnostic revealed the lead was dislodged. Lead revision was not possible as the physician had difficulty retracting and advancing the helix. The lead was explanted and replaced. No adverse consequences were detected.